Manufacturer narrative:
The initial submission of this event was reported by the manufacturer under MFR. Report # 2916596-2017-03140. This report is being submitted as additional information. FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial, ide# (B)(4). The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device - 7 months. (B)(4). Manufacturer's investigation conclusion: a correlation between the device and the reported event cannot be conclusively determined. Log files from the time of the reported event were submitted which revealed the device operating as intended. No unusual events were captured in the log files. No autopsy was performed and the pump was not explanted. No product available for investigation. The implant kit was shipped with heartmate 3 lvas instructions for use (IFU). This IFU lists right heart failure as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 "patient care and management" (under "right heart failure") discusses the potential development of right heart failure following implant and outlines the associated treatment options, including rvad placement. Section 6 (under caution!) States: "right heart failure can occur following implantation of the pump. Right ventricular dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the left ventricular assist system due to reduced filling of the pump." A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient admitted into the hospital on (B)(6) 2017 with heart failure symptoms. A right heart catheterization (rhc) revealed presence of insufficient offloading and cardiac index(ci) was at 1.1 despite speed increases. A left ventricular internal diastolic diameter (lvidd) did not change and nor did the patient¿s symptoms. There was significant aortic insufficiency observed on echocardiography. The patient encountered increased swelling of ankles, fatigue, activity intolerance. The patient was sent home on milrinone, and then transitioned to hospice same day. The pump was turned off at request of the family. On (B)(6) 2017, the patient expired. No further information was provided.

Event description:
It was reported that the cause of death was refractory cardiogenic shock.

Manufacturer narrative:
The manufacturer is closing the file on this event.